Manufacturer narrative:
Batch review performed on 23-mar-2021. Lot 081861: (B)(4) items manufactured and released on 28-aug-2008. Expiration date: 2013-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
Stem loosening 12 years and 2 months after the primary surgery. No revision has been performed at the moment.